Manufacturer narrative:
No service was initiated or requested for this event. Root cause is unknown at this time, but a specific drug has been identified in this sample. The sample has been sent to bci for further investigation. No further information is provided by the customer for this event.

Event description:
A customer contacted beckman coulter inc (bci) in regards to a comparison between one obtained glucose (glu) cartridge patient result of 58 mg/dl and the glu modular assay result of 102 mg/dl that was generated by the unicel dxc 600 pro synchron chemistry analyzer. Sample was then diluted 1:2 and rerun on both assays yielding 102 mg/dl. Original neat sample was then run again on the glu cartridge and yielded a result of 58 mg/dl. Lab reported the result as 102 mg/dl. No other analytes were in question for this patient. There was no effect or change to patient treatment from this event.